Event description:
A report was received that the patient had infection at the pocket site. The symptoms were fever and redness. The patient was prescribed antibiotics and underwent an explant procedure. The physician did not believed that the infection was procedure or device related. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead; 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.